Manufacturer narrative:
The device has been received, but the evaluation has not yet begun. Additional information may be submitted once the quality investigation is complete.

Manufacturer narrative:
The reported event, battery could not be charged and was overheating, was not duplicated and no failures were confirmed. The battery was functionally inspected by the technician and overheating was not observed. Upon disassembly, there were no observed failures that could lead to the reported event.

Event description:
It was reported that the battery is getting hot during preparation of use at the user facility. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that the battery is getting hot during preparation of use at the user facility. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.